Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported 40ml of normal saline was ordered, and the device was programed for a secondary infusion at 40ml/hour with a volume to be infused of 40ml/hour. The customer reported that 45 minutes into the infusion, the IV bag was noted to have infused 200ml. The device settings were confirmed to be 40ml/hour with a remaining volume to be infused of 8ml. The event was then discussed with the charge nurse, and it's believed that the secondary set was connected to the primary set below the pump module, which resulted in the saline not running through the device. The module was changed out immediately after the event. The customer feels this was a user error and not a device error.